Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain.

Event description:
Reference number (B)(4) event occurred in spain. It was reported that the patient faced tape not sticking issue on (B)(6) 2026 due to cannula fell off when removing the clothes. No further information is available.